Event description:
A report was received that the pt was explanted due to infection at the implant site. The pt was prescribed antibiotics and was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.